Event description:
A distributor contacted heartsine to report that a customer¿s device prompted 'child patient' while an adult cartridge is inserted. As patient impedance increases, the sensing of a child patient when an adult pad-pak is inserted will likely result in a reduced shock energy being delivered to the patient. As a result, wrong defibrillation therapy may be delivered.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Manufacturer narrative:
Heartsine's investigation of the device confirmed the reported fault as upon return the device was found to be giving incorrect child patient prompts with an adult pad-pak installed. The reported fault was attributed to a faulty reed switch. The device was scrapped by heartsine and the customer was provided with a replacement device.

Event description:
A distributor contacted heartsine to report that a customer¿s device prompted 'child patient' while an adult cartridge is inserted. As patient impedance increases, the sensing of a child patient when an adult pad-pak is inserted will likely result in a reduced shock energy being delivered to the patient. As a result, wrong defibrillation therapy may be delivered.